Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number for difficult/unable to operate. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Cannot perform DHR review due to unknown lot number investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was difficult to operate. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the ultrafine needles are incompatible with kwikpens. Verbatim: via a pre-filled pen (kwikpen), with meals, per sliding scale at an unknown dose, subcutaneously, for the treatment of diabetes type ii, beginning on an unspecified date in 2017 (approximately). On an unknown date in (B)(6) 2019 (approximately), after starting insulin lispro therapy, she received partial doses of insulin lispro as ten of her kwikpens were not working (pc number (B)(4) / lot number c969660c) (pc number (B)(4) / lot number c970424a) five of each batch number. She used bd ultrafine short (8mm x 31g) needles but had previously used longer needles made by bd. Information regarding additional corrective treatment was not provided. Outcome of event was not provided. Insulin lispro therapy status was continued. Patient was the operator of the kwikpens and her training status was not provided. The general kwikpen model duration of use was not provided but started on an unspecified date in 2017 and suspect kwikpens ages were not provided. Action taken with suspect kwikpens was not provided, return of kwikpens (lot number c969660c) was not expected as trouble shooting was successful and return of kwikpens (lot number c970424a) was expected as trouble shooting was unsuccessful. The initial reporting consumer did not provide the relatedness assessment for the event of accidental underdose with insulin lispro drug or any suspect kwikpen.